Manufacturer narrative:
Reported event: 3.2mm x 140mm bone pin; part number 143140 lot #: w46868 broke during a tka procedure. There was a delay in the surgery 4 minutes. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: review of the device history records for the associated lot indicated (B)(4) devices (143000-07 non-sterile bone pin, single) were manufactured and shipped to (B)(4) on 05/23/2016 and accepted into final stock on 05/23/2016 per erp. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w46868 shows one other complaint related to the failure in this investigation, (B)(4). Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #789. Conclusions: the mps confirmed the surgeon does not use the array stabilizers to insert the bone pins per the user guide instructions. As such, this is off label use. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin broke in the patient's bone and could not be removed. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tip of the bone pin broke in the patient's bone and could not be removed. The outcome of the case was successful.